Manufacturer narrative:
Mindray service reps replaced the integrated parameter board. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.